Event description:
During an avm embolization, it was reported physician was not able to remove the catheter following an onyx injection. Attempt to remove the catheter three days after the treatment was unsuccessful. Subsequently, the patient developed blood clot in the ica, and was placed on aggrostat to prevent further blood clots. The catheter was successfully removed during second surgical attempt. The patient status is reported as 'good.'

Manufacturer narrative:
The catheter has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.